Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On november 04, 2024, novocure received a medical record regarding a follow-up appointment with the patient's physician on (B)(6) 2024. It was noted that the patient had a small open area measuring 1 cm in diameter at the vertex with granulation tissue. Reportedly, this was present since the patient's second surgical procedure. The area seemed to be improving but was healing slowly. During physical examination, seborrheic type changes on the scalp were noted. There were no visible skin reactions to the optune gio transducer array adhesive. On (B)(6) 2024, the patient's caregiver noted that the patient presented to the hospital. Optune gio therapy was discontinued. According to a hospital summary, received by novocure on (B)(6) 2024, the patient was admitted to the hospital on (B)(6) 2024, due to expressive aphasia and altered mental status. During hospitalization, the patient was found to have cerebral edema with midline shift. In addition, the patient had an infection at the prior craniotomy site. Based on the information available to novocure, there is no indication of an intracranial infection. On (B)(6) 2024, the patient underwent left frontal craniectomy, irrigation and debridement of infection with flap scalp closure. Microbiology examination of intraoperative cultures showed infection with a few gram-positive cocci in clusters, moderate gram-positive cocci in pairs and rare gram-positive bacilli. The patient was started on cefepime and vancomycin. He was treated for acute systolic heart failure and new onset of cardiomyopathy with guideline-directed medical therapy and diuresis and was placed on fluid restriction. The hospital course was complicated by seizures and the patient received levetiracetam and lacosamide. His condition continued to deteriorate quickly with respiratory failure requiring high-flow oxygen, the patient was more lethargic and unresponsive. The patient received a morphine drip and died on (B)(6) 2024.

Manufacturer narrative:
Novocure opinion is that contribution of the array placement to wound infection cannot be ruled out. Contributing factors for wound infection in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Brain oedema, cardiac failure, cardiomyopathy, respiratory failure, seizure and death were not related to optune gio therapy and related to the underlying disease.